Manufacturer narrative:
The customer is not reporting issues with any other assays to date. Service was offered but was declined by the customer. No definitive root cause has been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to higher than expected hybritech prostate specific antigen (hyb psa) results generated by access 2 immunoassay clinical system for one patient. The results were reported out of the laboratory, but did not match the clinical presentation. The sample was sent to two other labs for psa testing. Testing at one of the labs produced a lower result that better matched the clinical presentation. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.